Event description:
The 12 lead provided inaccurate data and a patient was unnecessarily treated with thrombolytic agents and immediately transferred to the ccu. The 12 lead done on the ECG cart did not confirm the same changes in the data for the patient. The patient had their infarct ruled out.